Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13535. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient representative reported rupture diagnosed by MRI, "severe migraine" and "serious damage to health and impairment". Patient representative has further reported anxiety for alcl, capsular contracture (unknown baker grade), bii (breast implants illness), and 'cyst. The event of 'cyst' is not considered device related. This record relates to the right side. The device has been explanted.